Event description:
Mastisol was opened on the surgical field and cracked by the o.r. Technician. Mastisol was handed to the surgeon for use. Upon use, it was discovered the glass inside the tube had pierced through the outer plastic and cut the surgeon's thumb. No sutures were required.